Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotawire became entrapped on the burr. A 1.75mm rotalink plus was selected for use together with 330cm rotawire. During procedure it was noted that there was difficulty removing and the rotawire from the rotalink plus. The rotalink plus and the rotawire were stuck together. The rotawire was removed together with the rotalink plus from the patient's body as one unit. The procedure was completed with another of same device. No complications were reported and patient condition was good post procedure.

Event description:
It was reported that the rotawire became entrapped on the burr. A 1.75mm rotalink plus was selected for use together with 330cm rotawire. During procedure it was noted that there was difficulty removing and the rotawire from the rotalink plus. The rotalink plus and the rotawire were stuck together. The rotawire was removed together with the rotalink plus from the patient's body as one unit. The procedure was completed with another of same device. No complications were reported and patient condition was good post procedure.